Manufacturer narrative:
Pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms noted.

Event description:
The customer reported via phone call that insulin pump had insulin pump had motor error alarm. Blood glucose was 188 mg/dl,300 mg/dl,200 mg/dl,202 mg/dl and treated with manual injection. Troubleshooting was performed. Customer was able to complete insulin pump rewind. Drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.